Manufacturer narrative:
A field service engineer (fse) checked the analyzer, cleaned the nozzles for the cuvette washing station, and also checked the volume check and adjusted the valve for detergent and rinse volume. Qc was completed and within specifications. The investigation determined that the event was related to the misalignment of the cuvette washing station; the specific cause could not be determined. The customer has not reported any new events since the service actions were completed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ureal results from the cobas 8000 c702 module for 534 samples; discrepant results were provided for one patient. The initial result was 5.9 mmol/l, and the repeat result was 15.7 mmol/l.

Manufacturer narrative:
The ureal reagent lot number is 86771501, and the expiration date is 31-jan-2026. The investigation is ongoing.